Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient reported device read 130 while the fingerstick value was 179. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.